Manufacturer narrative:
E1: initial reporter city: (B)(6). D2b: pro code (product code): fge, lit g4: premarket / 510(k)#: k141521, k141597 device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 20 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 1mm proximal from the distal markerband.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the common iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at nominal pressure. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.